Manufacturer narrative:
Upon receipt, the device was thoroughly inspected and tested by boston scientific's post market quality assurance laboratory. Microscopic visual inspection found the header to be completely intact. An inspection of the header seal plugs did identify a hole in the right ventricular (rv) tip seal plug. The device was put through and passed pin gauge testing on the right atrial (ra), rv and df-1 (positive) and df-1 (negative) ports. Additionally, the device passed automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and memory functions of the device. Historically, holes in the seal plug(s) can cause or contribute to intracardiac electrogram noise, oversensing and pacing inhibition.

Event description:
Boston scientific received information that this patient, implanted with this device, was involved in a motorcycle accident in (B)(6) 2012. The patient's chest and torso came in contact with the back of the automobile. Approximately one-month later, the patient was seen in-clinic for a scheduled device check. At that time, no anomalies were identified as the follow-up device evaluation was normal. Yesterday, the patient was seen again in-clinic. A device check identified electrogram noise on the right ventricular (rv) pace/sense channel. This clinical observation was associated with oversensing and pacing inhibition for three seconds (patient is pacemaker dependent). The patient did not complain of any symptoms. The clinical observation of electrogram noise was reproduced with patient isometrics. During this test, the patient was asymptomatic. The patient was scheduled for a lead revision procedure with plans to replace the device due an advisory (subpectoral implant 2009). Attempts to access the left subclavian vein was unsuccessful due to left subclavian vein occlusion. The rv and right atrial (ra) leads were surgically capped. Attempts to implant a boston scientific rv defibrillation lead was unsuccessful due to positioning difficulties. A competitor rv defibrillation lead was successfully implanted and adequate lead diagnostic measurements were obtained. Despite the use of multiple competitor right atrial (ra) leads, adequate lead diagnostic measurements could not be obtained. Adequate ra lead diagnostic measurements (3.2 mv and 1.1 volts at .5 ms) were obtained with implantation of another competitor ra lead. Visual inspection of the explanted device found that the header was loose and bodily fluid in the header near the feed-thru wires was visible. The device and rv defibrillation lead were received at boston scientific's return products department.